Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged post implant when the patient lifted his arm above his head and broke the tie down sutures. The lead exhibited loss of capture (loc) and sensing issues. The lead was successfully repositioned and remains implanted at this time. No additional adverse patient effects have been reported.